Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports being unable to obtain a result due to an error on the aviva system while she was having low blood symptoms. Customer states a friend treated her with chocolate energy drinks and low blood glucose symptoms improved approximately 15 minutes later. Requested return of suspect device and replacement was sent.